Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that a resume pump alarm occurred. The customer declined further troubleshooting with tandem technical support regarding the resume pump aalrm, therefore no additional information could be obtained. Customer's blood glucose ranged from 150 mg/dl to 160 mg/dl.